Manufacturer narrative:
Due to further investigation, the evaluation was corrected. (B)(4). This device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be destroyed bearings, which was caused by normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon further investigation, the evaluation was corrected: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an engineering evaluation it was discovered that the craniotome device had "temperature above specification". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. During (B)(4) evaluation it was discovered that the temperature was above specification on the device. Evidence indicates the was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.